Event description:
It was reported on a voluntary medwatch (B)(4), filed by a user facility,that a lumenis slimline fiber did not function as expected during a procedure. It was further reported that the case was completed with another of the same device with no patient adverse outcome.

Manufacturer narrative:
An investigation of the reported event was completed by lumenis. During the investigation, lumenis contacted the initial reporter. Lumenis was informed by initial reporter that no patient adverse outcome occurred as a result of the event reported. Reasonable attempts were made to obtain the subject device from the user facility for examination, however the device was not returned. Therefore, a determination of root cause could not be determined. Should the device be returned for examination, a follow-up MDR will be filed. Device not returned for evaluation.